Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms and resumed insulin. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 415 mg/dl.